Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-29, lot # n502341, implanted: (B)(6) 2015, product type accessory. (B)(4).

Event description:
The manufacturing representative reported that the patient had difficulty recharging and poor coupling. The antenna locate (al) feature was performed with a range between 60-82. The patient was only able to get 2 couplings bars. The implantable neurostimulator (ins) pocket did not feel loose, there was no swelling, the outline of the device could be felt and the device was not deep. It was determined that the ins was flipped. A surgical revision was discussed, but was awaiting approval. No patient symptoms were reported. The indications for use include spinal pain. If additional information is received, a supplemental report will be sent.